Manufacturer narrative:
The reported event indicated unable to implant. A complete lead was returned in one piece for analysis. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead unable to be implanted. The ra lead was not used and replaced during the procedure. The patient was in stable condition.